Event description:
The clinician reports that the day the implant was placed in ada 18, failure occurred upon insertion. Primary stability not achieved and immediate extraction site. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.